Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or non product experience. This rv lead was replaced with the same model and never in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or non product experience. This rv lead was replaced with the same model and never in service. No additional adverse patient effects were reported. Additional information indicated that the rv lead was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; h2: follow-up type; h3: device eval by manufacturer; and h10: additional MFR narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: description of the event; h2: follow-up type; h3: device eval by manufacturer; and h10: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or non product experience. This rv lead was replaced with the same model and never in service. No additional adverse patient effects were reported. Additional information indicated that the rv lead was explanted due to infection. No adverse patient effects were reported.